Manufacturer narrative:
Additional information: snare used was another vendors snare. Snare used was wrong size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three images were returned for review. Image 0 and image 1 are cine images. Image 1 appears to show the trailblazer marker bands in the popliteal artery. Image 2 is a phot ograph. In this photograph the marker bands are missing off the distal end of the trail blazer catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported during a procedure the trailblazer device possibly separated in the popliteal artery of the patient. IFU was followed. Physician was trying to cross a cto to lower extremity. Physician had a hard time removing the trailblazer over the wire and had to force it out. Physician then noticed that markers were detached from the catheter via fluoroscopy, checked the catheter and everything else was intact. Physician tried using a snare to capture the markers but was not successful. Physician consulted vascular surgeon for help, procedure was reviewed and agreed patient requires a bypass surgery. Physician and vascular surgeon agreed that the markers should be left alone since they were not obstructing the blood flow. Radiopaque markers were left in small collaterals of the popliteal artery. No further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.